Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.

Manufacturer narrative:
There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump to be in excellent condition. A review of the event history log identified force sensor test error in the history. During the functional testing the force sensor test error was found at power up process and failed force sensor calibration verification. The root cause of the problem was unable to be determined. Performed force sensor calibration and all functional test which passed. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).